Event description:
It was reported by a nurse that a vns pt was deceased. The nurse did not provide add'l info at the time of initial report and the relationship of vns therapy to the pt's death remains unk. The pt was explanted of vns therapy prior to burial and the explanted devices remain in transit to be returned to the MFR. Good faith attempts to obtain add'l info have been unsuccessful to date.